Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side possible deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles. A leak test was performed and no openings were found. Fill inspection was performed and identified no blockage in the valve. The device was found to be intact and functional. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Device was explanted.